Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was hospitalized due to ischemic/embolic cerebrovascular accident (icva). On (B)(6) 2017 log files showed no evidence of thrombus formation that could have caused the stroke. There was a double power disconnect observed on (B)(6) 2017. Facial droop was noted by family and altered mental status. On (B)(6) 2017 computed tomography (CT) showed a thalamic emboli consisted with icva, no midline shift. Per site on (B)(6) 2017 patient was doing well and has been cleared to start intravenous (IV) anticoagulants. The patient's speech is improving along with his mental status. The team is recommending rehab for the patient at this time, but family is refusing and would prefer to take him home once his international normalized ratio (inr) is therapeutic and he is discharged from the hospital. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product summary: it was reported that a patient was hospitalized due to ischemic/embolic cerebrovascular accident (icva), with an observed double power disconnect on (B)(6), 2017. Pump hw27927 was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Review of log files revealed a controller power up event on (B)(6) 2017 at 14:22:45 and a motor start event immediately after at 14:22:50. The data point prior to the controller power up event, at 14:21:12, revealed that bat324376 was connected to power port 2 with 30% relative state of charge (rsoc) and no power source was connected to power port 1. The data point after the controller power up event, at 14:37:44, revealed that the controller was connected to bat324396 on power port 1 with 94% rsoc and bat309338 was connected to power port 2 with 96% rsoc. No alarms have been logged around the event date. The maximum pump off time was estimated to be 1 minute and 38 seconds. Additionally, log file analysis show that the pump's power consumption was within normal operating parameters from (B)(6) 2017 through the event date. As a result, the reported "double disconnect" event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the loss of power event can be attributed to a disconnection of both power sources from the controller. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.